Event description:
Information received from the (B)(4). Treatment of a large unruptured saccular aneurysm measuring 17mm x 10.6mm located in the cavernous segment of the left ica (internal carotid artery). The patient presented with neurological symptoms of eye pain, headache, nausea and vomiting, which were related to oculomotor nerve palsy. The patient was given plavix and aspirin prior to the procedure and was given heparin intra-operatively. On (B)(6) 2014, the patient underwent pipeline (3.50mm x 25mm) embolization treatments. During the procedure, control angiography revealed poor apposition of the pipeline so balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed to achieve full wall apposition. Post procedural imaging showed complete occlusion and pipeline with good apposition to the parent vessel. There was no associated thrombus, flow-limiting stenosis, or evidence of branch vessel occlusion. No additional treatment was needed and no adverse events were associated with this device malfunction. On (B)(6) 2014, the patient was discharged. On follow-up visit on (B)(6) 2014, improvement in initial symptoms were seen and the patient did not exhibit any new symptoms.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).